Manufacturer narrative:
The distributor indicated two different lot numbers. The manufacturing records for both lot numbers were evaluated and no anomalies were identified. Product from these manufacturing lots was evaluated and found to meet specification. The returned product was evaluated and damage was found on the entire length of the tips. This damage is indicative of the tip coming into contact with a hard object or tool and indicates user handling issues. There was no patient impact and the surgery was completed as planned.

Event description:
The distributor reported that their customer experienced one phaco tip fracture and the tip stopped functioning during surgery. There was no patient impact.